Manufacturer narrative:
Other applicable components are: product ID 3487a, lot# l38978, implanted: (B)(6) 1997, product type: lead.

Event description:
Information received from the patient reported that they had "problems keeping the electrodes where they should". The patient had the implantable neurostimulator (ins) removed, they thought, in 2014 due to normal battery depletion. They stated that they also hurt their knee at work and needed an MRI. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.